Event description:
It was reported that the procedure was an attempt at plain old balloon angioplasty on a long segment occlusion in the moderately calcified, distal anterior tibial artery. No resistance was felt advancing the command guide wire across the lesion. Towards the end of the procedure teflon coating was observed to be peeling at the back end of the command guide wire. The armada 14 balloon catheter had been advanced over the guide wire without resistance to the lesion site. After using the balloon catheter for predilatation of the lesion, an attempt was made to retract the armada 14 balloon catheter from the anatomy; however, it was stuck with the guide wire and could not be removed. Since the procedure was at an end the decision was made to remove the guide wire and balloon catheter together as a unit. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The armada 14 referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported peeled teflon damage and removal difficulties were confirmed via returned device analysis. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there does not appear to be any indications of a product quality deficiency.